Event description:
It was reported that the universal modular electric/battery double trigger handpiece blocked and not functional. There was no pt harm; however, there was a delay in surgery for approx 30 mins.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.